Event description:
It was reported that the fiber has been used fewer than ten times and after a procedure was successfully completed, black spots were noticed at the fiber tip. Analysis of the device identified a tip crack. No patient complications were reported.

Manufacturer narrative:
Upon receipt of the fiber at our quality assurance laboratory, the returned device underwent a thorough analysis. The fiber was returned in one piece. Microscopic inspection of the tip confirmed the clinical observation that it was cracked. Visual inspection of the fiber body did not identify any breaks. The fiber connector exhibited black spots on the face, confirming what was reported. The fiber was connected to a vp20 system, and the aiming beam was bright and distorted due to the fiber tip crack. Investigation findings do not lead to a clear conclusion about the cause of the reported black spots found on the connector. The manufacturer is further investigating to determine root cause and if additional actions are required. Additionally, physical analysis identified a fracture in the fiber tip. It is probable that the procedural handling of the device during set-up, may have contributed to the fiber break. According to the IFU, the fiber should be inspected after stripping and cleaving. It is likely this finding was potentially caused by degradation from previous usage until the fiber tip cracked. Based analysis results, a conclusion code of cause traced to component failure was assigned to this investigation. D3 and g1: also (B)(6).

Manufacturer narrative:
Upon receipt of the fiber at our quality assurance laboratory, the returned device underwent a thorough analysis. The fiber was returned in one piece. Microscopic inspection of the tip confirmed the clinical observation that it was cracked. Visual inspection of the fiber body did not identify any breaks. The fiber connector exhibited black spots on the face, confirming what was reported. The fiber was connected to a vp20 system, and the aiming beam was bright and distorted due to the fiber tip crack. Investigation findings do not lead to a clear conclusion about the cause of the reported black spots found on the connector. The manufacturer is further investigating to determine root cause and if additional actions are required. Additionally, physical analysis identified a fracture in the fiber tip. It is probable that the procedural handling of the device during set-up, may have contributed to the fiber break. According to the IFU, the fiber should be inspected after stripping and cleaving. It is likely this finding was potentially caused by degradation from previous usage until the fiber tip cracked. Based analysis results, a conclusion code of cause traced to component failure was assigned to this investigation. D3 and g1: also (B)(4).

Event description:
It was reported that the fiber has been used less than ten times and after a procedure was successfully completed, black spots were noticed at the fiber tip. No patient complications were reported.